Event description:
An authorized third-party service provider (asp) contacted ventec to report that the device was unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, and low vte (exhaled tidal volume) levels. It was also reported that the device was delivering an unstable (low) breath rate and had displayed the patient circuit disconnect alarm. There were no reports of patient use associated with the reported issues.

Manufacturer narrative:
H6: the device was not returned to ventec for an evaluation. The device was evaluated by an authorized service provider (asp) where the reported issue of it being unable to maintain peep (positive end expiratory pressure), resulting in lower peep than set, low exhaled tidal volume (vte) levels, providing an unstable (low) breath rate and displaying the patient circuit disconnect alarm were all confirmed. The asp replaced the internal flow transducer (ift) and external flow module (efm) to resolve the issues. Proper device operation was then confirmed through functional and performance testing. The investigation determined the cause of the issues to be the ift and efm.